Event description:
As reported, the handle and shuttle of a 6/7f mynxgrip vascular closure device (vcd) were detached before lowering the shuttle during use, while attempting to deploy the sealant by anchoring the balloon and lowering the shuttle. As a result, the device was not used, and the balloon was deflated for removal. There was no reported patient injury. The registered nurse (rn) and registered technologist (rt) handled the preparation process, and the user was unsure if the handle and shuttle were already detached upon unpacking the device. Upon inspection after retrieval, the handle and shuttle were found to be in their original positions. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the handle and shuttle of a 6f/7f mynxgrip vascular closure device (vcd) were detached before lowering the shuttle during use, while attempting to deploy the sealant by anchoring the balloon and lowering the shuttle. As a result, the device was not used, and the balloon was deflated for removal. There was no reported patient injury. The registered nurse (rn) and registered technologist (rt) handled the preparation process, and the user was unsure if the handle and shuttle were already detached upon unpacking the device. Upon inspection after retrieval, the handle and shuttle were found to be in their original positions. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle was engaged to the black handle. The syringe and procedural sheath were not received for evaluation. The sealant and the advancer tube were found in their manufactured positions, and the stopcock was found in the open position. Additionally, the balloon was received fully deflated. The shuttle was inspected for defects or anomalies that may have contributed to the reported failure. No defects or anomalies were observed on it. Per functional analysis, an inflation/deflation test was conducted, during which the balloon fully inflated and maintained pressure. The balloon was inflated and deflated with the inflation indicator functioning properly, as intended per the mynxgrip instructions for use (IFU). Additionally, a simulated deployment test was performed on the returned device. The shuttle cartridge advanced and retracted to the black handle without any issues. The advancer tube was properly engaged with the proximal tamp lock, and the sealant deployed without any problems. The reported events of ¿shuttle-shuttle displacement¿ and ¿sealant-sealant exposed prior to use-access site lost¿ were not confirmed through analysis of the returned device since it was received with the shuttle engaged to the handle and the sealant in its manufactured position. The exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced, especially since there were no issues noted with the returned device. However, the cause of the shuttle displacement could have been attributed to handling factors of the device, such as incorrectly removing the mynx device from the clamshell tray or not gripping the shuttle grip during handling. It should be noted that the mynxgrip device is shipped in protective sheath tubing in the clamshell tray. The balloon protective sheath is designed to abut the sealant to assure the sealant/shuttle cartridge do not migrate from its manufactured position during transit. Additionally, if the device was grabbed by the catheter handle instead of the green/grey shuttle hub during removal from the clamshell packaging, the shuttle could be detached from the black handle, resulting in the shuttle displacement and possible sealant exposure. According to the instructions for use, which is not intended as a mitigation, ¿remove the balloon catheter from the tray by holding the shuttle and pulling the device out of the protective tubing. Fill the syringe with 2 to 3 ml of sterile saline, attach to the stopcock and draw vacuum. Check the luer connector and tighten if necessary.¿ also, the IFU instructs during step 2: deploy sealant, ¿align the balloon catheter with the tissue tract. While pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.